Manufacturer narrative:
Section b5 : additional information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received the issue occurred while the imaging system was operating in 2d mode during localization. Images were successfully captured in the ap view, but when the system was rotated to the lateral view, the pendant displayed door open. At that time, radiation was inactive, and the door could not be opened or closed using the pendant controls. The gantry was still able to move up, down, left, and right, but both the yellow button and pendant methods failed.

Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. They inspected the door and door switch mechanism. Rotated the gantry multiple times and opened and closed the doors several times; no issues were observed. Performed a full system checkout. The system was functioning normally and was ready for clinical use. Codes b01, c07, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166. Product ID: bi71000166. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during sacroiliac and thoracolumbar procedure. It was reported that during a case, they were unable to open the gantry from around the patient. Field service engineer (fse) confirmed that clinical coordinator (cc) had patient demographics and surgery information to provide during ts follow-up. This issue occurred intraoperatively, and there was less than one hour delay. There was no impact on patient involved.